Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to recognize that a defibrillation therapy cable was connected. This was found during the maintenance inspection of their device. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was unable to recognize that a defibrillation therapy cable was connected. This was found during the maintenance inspection of their device. There was no patient use associated with the reported event.